Manufacturer narrative:
This follow-up report is being submitted to relay corrected information. The following sections were corrected: h6. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
It was reported via legal documentation that approximately 164 months after a left total knee replacement procedure, the patient underwent a revision procedure to address loosening, joint effusion, synovitis, joint laxity, loss of range of motion, osteolysis. Revision surgery operative notes were provided. Patient left the operating room in stable condition. Post operative diagnosis noted wear of the implant. No further issues or complications were reported. No additional information is available.